Manufacturer narrative:
Investigation - evaluation. A review of the documentation, drawing, instructions for use (IFU), manufactures instructions, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, an IFU is provided with the device which states all the necessary warnings, precautions, indications, and contraindications. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device. But is likely traceable to the patient¿s condition and the overall procedure as significant resistance was noted during removal. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a filter retrieval procedure, a flexor high-flex ansel guiding sheath unraveled and separated. The sheath was introduced into the internal jugular vein and an unknown retrieval device was used to retrieve the unspecified filter device. While removing the flexor high-flex ansel guiding sheath from the body , it was observed that part of that the device unraveled and separated, exposing the coil portion within the device. It was then observed that the filter had migrated to the right atrium. An emergency procedure was performed to remove the filter. Additional information obtained on (B)(6) 2018 reported that resistance was encountered during removal of the device. The filter was in place for less than one year, and it has been reported that the overall patient outcome was positive. A section of the device did not remain inside the patient¿s body. Per the initial reporter, the device will not be returned to the manufacturer for investigation.